Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station had drawer failure. A technical support specialist worked with customer and recovered the drawer to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawers, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.